Event description:
It was reported that during a laparoscopic splenectomy procedure, the devices were used on resection of spleenic artery. Both devices were pre-loaded with white reloads and were fired on the spleenic vessel. The devices closed without incident, but when pressing the firing lever, there were problems getting the lever to close completely. Upon pressing the release knob, there was no cutting of the tissue and unformed "n" shaped staples were found at the proximal end of the reload. Delayed or time by at least an hr, and possible recurrence of tumor metatasis in resected region.

Manufacturer narrative:
Evaluation summary: device a was returned with the firing mechanism damaged, with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were broken, no functional test was performed. Device b was received in good visual condition, with a cartridge loaded in the device. The cartridge was received partially fired and with the cartridge lock out tab bent. The returned device could not be tested for functionality because the firing mechanism would not activate and the knife and wedges were stuck, the device was dissassembled to verify the condition of the internal components and no anomalies were found, however, the inside of the device was cover with dry body fluids not allowing the firing trigger to function properly.